Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw 5078219 to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. How are you currently feeling? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2015 and unknown mesh was implanted. It was also reported that the patient has been hospitalized twice in the last couple months. The patient is experiencing breathing difficulties since mesh was implanted and has been treated with high dose steroids and breathing machine. The patient is also experiencing recurrent infections and pain. Recently the patient has been ill for past four months. Additional information has been requested.